Event description:
It was reported the patient never used her scs system since implant. As a result, the scs ipg became inoperable. The sjm representative confirmed the issue using multiple external devices. As a result, surgical intervention will be taken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.